Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument cable was damaged. Additionally, instrument was allegedly "blunt." The instrument was removed and replaced to the backup. Following this, the user continued and completed the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter. The customer confirmed no further details related to the reported event are known or available.